Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by implantation of one endeavor sprint drug eluting stent into the mid lad. Approximately 18 months post index procedure, the patient suffered cerebral infarction. The patient was treated with medication and recovered. The investigator assessed this event as not related to the index device or to zotarolimus.